Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 588 mg/dl. Troubleshooting was performed. Found that no boluses were recorded in the bolus history for (B)(6) 2011. The caller was positive that the boluses were programmed and delivered. Advised the caller that the insulin pump would be replaced due to the history anomaly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.